Event description:
The customer reported the device has a power issue, keeps resetting to default - unexpected shutdown. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has a power issue, keeps resetting to default - unexpected shutdown. There was no reported pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.